Event description:
It was reported by service report that the left siderail won't lock in the up position. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Siderail timing link.